Manufacturer narrative:
(B)(4). No return product evaluation could be completed as the device was not returned for investigation. The device lot history record review for lot number 73m2300241 manta 18f indicated no impact related to device, no reworks, or other issues related. Therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed. An 83-year-old male patient, 175 lbs., presented in the or for an evar procedure. A right common femoral access was gained utilizing ultrasound guidance with a micropuncture kit. The arteriotomy was clear of calcification with a measured deployment depth of 3.5cm + 1cm. No issues were encountered advancing or withdrawing the i8f dryseal procedural sheath. Post-evar, prior to closure, heparin and protamin were administered, the 18f manta device and sheath were inserted, and the physician activated the manta lever. The manta device deployed inside the vessel and the physician realized he made a mistake not positioning the manta device and sheath at the measured deployment depth prior to releasing the lever. The physician made the decision for surgical intervention to retrieve the manta device. During the cutdown, the entire manta device was seen inside the common femoral artery. The manta device was explanted, and the vessel was repaired. Patient outcome post-procedure was fine. The root cause of the delivery of implant not effective in creating hemostasis requiring surgical cut down is due to user error in deploying the entire manta device intravascular. The manta instructions for use lists potential adverse events related to the deployment of vascular closure devices include but are not limited to ischemia of the leg or stenosis of the femoral artery and other access site complications leading to bleeding, possibly requiring surgical repair, and/or endovascular intervention. The IFU states in step 4: position device: before deploying the device and releasing the anchor, position the manta closure and sheath according to the deployment depth noted in 'step 1: arteriotomy locating procedure.' Grasp the manta delivery handle and slowly withdraw the manta closure and sheath until the depth marking appears that corresponds to the deployment depth noted during step 1. The manta closure is now in deployment position and ready for anchor release. There appears to be no product quality issue with respect to manufacturing, documentation, or labeling. The der process will continue to monitor and investigate any similar events. Corrected data: correction to section d.4 UDI was updated from (B)(6) to (B)(4) to include the full UDI.

Event description:
It was reported that: "manta sheath/device were inserted correctly, dr pulled anchor lever before pulling back to desired measurement. Manta was deployed inside of the vessel. Retrieved by cutdown." During an evar procedure, micro puncture and ultrasound were utilized to gain access in the right common femoral artery. Measured depth for the manta was 3.5+1. 34000unots of heparin and 272mg of protamine were administered during the procedure. The patient was reported as fine post the procedure.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that: "manta sheath/device were inserted correctly, dr pulled anchor lever before pulling back to desired measurement. Manta was deployed inside of the vessel. Retrieved by cutdown." During an evar procedure, micro puncture and ultrasound were utilized to gain access in the right common femoral artery. Measured depth for the manta was 3.5+1. 34000unots of heparin and 272mg of protamine were administered during the procedure. The patient was reported as fine post the procedure.